Manufacturer narrative:
Neither the cable nor the packaging was returned to boston scientific for investigation, however, images of the damaged packaging were provided. Investigators were able to see that the packaging had a tear through the middle of the plastic. Based on all the available information investigators concluded that the most likely cause of the tear in the packaging was unintended user error. Based on the visual nature of the tear it was most likely the result to force exerted by the user when attempting to open the packaging.

Event description:
It was reported that the sterile packaging of a farastar catheter connection cable was easily damaged during opening. During preparation for a procedure, a farastar catheter connection cable was selected for use. However, while preparing the device, the sterile packaging tore apart. The original device was used to complete the procedure. No patient complications were reported. It is unknown if the packaging will return for laboratory analysis.

Event description:
It was reported that the sterile packaging of a farastar catheter connection cable was easily damaged during opening. During preparation for a procedure, a farastar catheter connection cable was selected for use. However, while preparing the device, the sterile packaging tore apart. The original device was used to complete the procedure. No patient complications were reported. It is unknown if the packaging will return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.